Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient's nurse reported that the patient had a rash all over his upper torso, mainly underneath the band of the garment. During a follow up the patient reported that the rash was still present and that his doctor gave his a prescription for allergy relief. During a subsequent follow up the patient reported that the rash had improved.